Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the device distal end detachment could not be determined, however, the issue was likely the result of component failure due to excessive stress during handling, repetitive use stress and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the cysto-nephro videoscope exhibited a detachment of the distal end. There was no patient involvement, and no harm was reported as a result of the event.